Event description:
It was reported that the lead was loose in the ICD connector it could be easily pulled out during the tug test. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported header connection issue was confirmed. The cause was due to excess epoxy found underneath the svc set screw.